Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic'), genital haemorrhage ('bleeding') and ectopic pregnancy ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine bleeding, adenomyosis, fibromyalgia, rheumatoid arthritis and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarried"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), osteoporosis ("autoimmune disorder type of disorder: osteoporosis,"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety"), abdominal pain ("pain abdominal"), urinary tract infection ("bladder/urinary problems ¿uti"), vaginal infection ("bladder/urinary problems ¿vag. Infect") and gastrointestinal disorder ("gi conditions") and was found to have an ectopic pregnancy (seriousness criterion medically significant). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, ectopic pregnancy, abortion spontaneous, back pain, vaginal haemorrhage, menorrhagia, osteoporosis, tooth disorder, dysmenorrhoea, mood swings, migraine, anxiety, abdominal pain, urinary tract infection, vaginal infection and gastrointestinal disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, dysmenorrhoea, ectopic pregnancy, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, mood swings, osteoporosis, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient had received treatment for pain ¿ dysmennorhea (cramping), pelvic/abdominal, back essure insertion date and removal date provided in mr : (B)(6) 2012 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2012: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic'), genital haemorrhage ('bleeding'), ectopic pregnancy ('ectopic pregnancy') and abortion spontaneous ('miscarried') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine bleeding, adenomyosis, fibromyalgia, rheumatoid arthritis and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), osteoporosis ("autoimmune disorder type of disorder: osteoporosis,"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety"), abdominal pain ("pain abdominal"), urinary tract infection ("bladder/urinary problems ¿uti"), vaginal infection ("bladder/urinary problems ¿vag. Infect") and gastrointestinal disorder ("gi conditions") and was found to have an ectopic pregnancy (seriousness criterion medically significant). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, ectopic pregnancy, abortion spontaneous, back pain, vaginal haemorrhage, menorrhagia, osteoporosis, tooth disorder, dysmenorrhoea, mood swings, migraine, anxiety, abdominal pain, urinary tract infection, vaginal infection and gastrointestinal disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, dysmenorrhoea, ectopic pregnancy, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, mood swings, osteoporosis, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient had received treatment for pain ¿ dysmenorrhea (cramping), pelvic/abdominal, back essure insertion date and removal date provided in mr : (B)(6) 2012, (B)(6) 2012, (B)(6) 2012 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2012: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event added ectopic pregnancy, bleeding, based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), osteoporosis ("autoimmune disorder type of disorder: osteoporosis,"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety"), abdominal pain ("pain abdominal"), urinary tract infection ("bladder/urinary problems ¿uti"), vaginal infection ("bladder/urinary problems ¿vag. Infect") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, vaginal haemorrhage, menorrhagia, osteoporosis, tooth disorder, dysmenorrhoea, mood swings, migraine, anxiety, abdominal pain, urinary tract infection, vaginal infection and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, dysmenorrhoea, gastrointestinal disorder, menorrhagia, migraine, mood swings, osteoporosis, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient had received treatment for pain ¿ dysmenorrhea (cramping), pelvic/abdominal, back quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: new events bladder/urinary problems ¿uti, vag. Infect and gi conditions added. Patient dob added. Reporter information, product indication, insertion and removal dates updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), osteoporosis ("autoimmune disorder type of disorder: osteoporosis,"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety") and abdominal pain ("pain abdominal"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, back pain, vaginal haemorrhage, menorrhagia, osteoporosis, tooth disorder, dysmenorrhoea, mood swings, migraine, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, dysmenorrhoea, menorrhagia, migraine, mood swings, osteoporosis, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs received: events abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: osteoporosis, dental problems, dysmenorrhea (cramping), hormonal changes describe: mood swings, migraines / headaches, back, abdominal, pelvic pain, psychological or psychiatric problems condition: anxiety were added. Suspect drug stop dates added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.